Event description:
Health professional reported an alleged port leak. "The port has been leaking for the last 7 to 8 months. Approx 2 days after band adjustment, the pt would complain that there was no restriction. The doctor has confirmed the leak with band aspiration and fluoroscopy testing (w/o dye). Explant surgery is not yet scheduled."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the rptr, the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Further info from the rptr regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."